Event description:
It was reported that during preparation of the 5.5mmx150mmx120cm supera self-expanding stent system (sess), the hub leaked; therefore, the sess was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another sess was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported flushing difficulty or leak was not confirmed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.